Manufacturer narrative:
(B)(4). Concomitant medical products: 00575001502, precoat cr-flx gender nxgn fem, 62075663, 00598003701, nexgen precoat stemmed tib plt, 61993725, 00598009000, stem extension replacement screw, 62056079, 00595203010, prolong cr-flex nxgn art surf, 62036138. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03085, 0001822565 - 2018 - 03086, 3007963827 - 2018 - 00095, 0001822565 - 2018 - 03084. Discarded.

Event description:
It was reported that a patient underwent an initial bilateral knee procedure. The revision surgery of the right knee was due to pain and stiffness. Attempts have been made and additional information on the reported event is unavailable.